Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not irrigating the incision site with antiseptic solution, not prepping the skin with antibiotic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes of the reported issue. However, the patient slept with livestock in their bed and engaged in physical activity too soon post-op by lifting heavy objects. Additionally, the patient is a smoker, which inhibits healing. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to non-compliance to the IFU, as the patient slept with livestock in their bed and lifted heavy objects too soon following implant procedure. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in infection. Infection rates remain acceptably low; thus, CAPA is not required. Infection rates will continue to be tracked and trended.

Event description:
The patient reported a reoccurring infection and was sent to infectious disease. Antibiotics were prescribed, and an explant procedure was performed on (B)(6) 2022. No further issues have been reported.